Manufacturer narrative:
Additional information received: ae relationship to device: not related. Ae relationship to procedure: probably. Was unanticipated?: anticipated. Investigation arm: . Outcome: recovered/resolved. Resolution date: 19-jan-2019.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h9, h11. Surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, probable root causes include: improper cleaning, tank liner reused, device with excess eo and ech implanted in/used on patient, and inadequate handling. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Study: it was reported that after surgimend placement, a patient had excessive fluid in drain and returned to the operative room for draining. The patient recovered. The investigator accessed the event as "possibly related to device"

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Corrected field: h9. This report is to add the "correction/removal rpt number".